Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: the omniwire was visually and microscopically inspected. The distal coil was stretched, the shaping ribbon was exposed with a portion detached from the polyamide tube, but still soldered to the dome with sharp edges observed. No missing material was detected. Block h6: the probable cause of the reported failure is damage in use as evidence by the distal coil stretched and shaping ribbon detached. Manipulation and strain can damage the internal components.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturers policy. The omniwire has not been returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a coronary procedure in a severely calcified mid rca, upon removal, the manufacturer's guidewire was stretched due to vessel morphology. As a result, the manufacturer's guidewire and non-manufacturer's guide catheter were removed as a unit. The procedure was completed with a new ifr device. Per the photo received, the manufacturer's guidewire was stretched with a sharp piece of the wire observed at the distal end. No patient injury reported. This product problem is being submitted because the manufacturer's guidewire was removed as a system and the sharp edge at the distal section of the guidewire has potential for harm.